Event description:
It was reported, that the wake button was not working when attempting to utilize the quick bolus function. There was no reported impact to the customer¿s blood glucose. Reportedly, the customer declined follow-up from tandem technical support to complete troubleshooting.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.